Manufacturer narrative:
G4:08apr2021. B4:13apr2021. The unit was not in clinical use at the time the reported issue was discovered. The customer stated the error could not be duplicated but the cpu was replaced to prevent reoccurrence. The technical support provided the option codes to the customer and the restoration was successful. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 03nov2020.

Event description:
The customer reported error backup alarm failure. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user. The manufacturer's technical services (ts) confirmed the reported issue. The customer was provided with the part number for the cpu (central processing unit). The customer stated the error could not be duplicated but the cpu was replaced to prevent reoccurrence. The unit successfully passed the required performance verification test.